Event description:
Facility director of nurses reports that during a pt hemodialysis treatment, the catheter extension end became separated from the tesio catheter tubing resulting in approx. 50cc blood loss. The pt was sent to the emergency room of the acute care hospital for evaluation of a possible air embolus. The findings were negative. No other medical intervention was required. No injury is reported. The nurse reports that the tesion catheter had become damaged while pt was receiving tpn during an acute hospitalization 2 months prior. The damaged portion of the catheter was cut off and the extension tubing was placed on the end of the catheter.